Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 18041256, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was getting shocking sensation from the device. The patient underwent an explant procedure. During the procedure, the physician noticed fluid in the ipg. There was no infection in the ipg site. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the complaint regarding the shocking sensation was not verified. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. The complaint in regard to the fluid in the ipg was confirmed. The header was contaminated with human blood. However, it did not affect lead connection with the electrodes. The lead, splitter and clik anchor were not returned. It is indicated that the lead, splitter and clik anchor will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was getting shocking sensation from the device. The patient underwent an explant procedure. During the procedure, the physician noticed fluid in the ipg. There was no infection in the ipg site. Device malfunction was suspected.